Event description:
Country of complaint: (B)(6). Needle detached during removal from package. The thread remained in the blister pack.

Manufacturer narrative:
Reported device is not marketed in the u.s.; however similar device and/or processing is. Manufacturing site evaluation: evaluation ongoing.